Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken blade to be related to the customer reported complaint. The harmonic ace instrument was analyzed and found to have a broken blade at the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of this failure are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Further observation found that the teflon pad on the clamp arm was damaged. There was no material missing from the teflon pad. The root cause of this failure is attributed to the user mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken blade, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The logs show the customer last used the harmonic ace instrument part# 480275-08 lot# m90210103 on (B)(6) 2022 on system (B)(4). This is single use instrument. An image of the harmonic ace instrument related to this event was received and reviewed. The image showed the instrument tip with obvious damage at the blade or broken blade. No conclusive determination can be made based on this analysis. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the harmonic ace generator prompted to clean the instrument tip. The instrument blade broke when the surgeon continued to use it and a piece fell inside the patient. The entire piece was retrieved, and the user completed the procedure another instrument. The report stated that there was nothing on the instrument tip when the surgeon was using the harmonic ace. There was no instrument collision. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment broken off from the harmonic ace was retrieved through the assistant port using a laparoscopic instrument by the first assistant. All of the fragments were retrieved. There was no additional surgical procedure required to remove the fragment and there were no post-operative tests to check for remaining fragments. The surgeon believes that the quality of the instrument was the reason for the breakage. There were 2 harmonic aces broken during the operation. The first instrument was in use for 45 minutes prior to the issue and the second instrument was in use for 3 minutes prior to the issue. The instrument was inspected prior to use and there was nothing out of the ordinary. The instrument was being used for dissecting when the blade broke off. There were no functionality issues during the procedure. There was no instrument collision and no collision with any hard materials. The instrument was removed prior to breakage during the procedure with no resistance upon removal of the instrument through the cannula. There was no injury to the patient. The operation was delayed about an hour with a total operative time of 2.5 hours because two harmonic ace instruments broke during the operation. The patient was under anesthesia during the time of this event.